Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins had an anomaly. The voltage changed every time when measuring with the programmer. In addition, there was no compatibility between voltage and battery status. The battery voltage indicated it was at 2.25v, and ordinarily, an eri would display, however, the display showed as ok. The eri was supposed to be dispalyed in the case of other ins, the measurement was performed again on the day of the replacement and as a result the display showed eri at 2.23v. No external factors were known, the product was in normal use. A replacement of the ins was performed. The issue was resolved.